Event description:
It was reported that during the explant of the right ventricular (rv) lead due to oversensing, the superior vena cava was torn. Thepatient subsequently died the day after the explant procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.